Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that rust-colored, dried fluid was found in the bd luer-lok¿ sterile, single use syringe plunger. The following information was provided by the initial reporter: "within sterile pouch syringe has a rust coloured fluid dried in the plunger mechanism."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-03. H6: investigation summary four 5ml syringes (p/n 309646) were received, three of which were sealed in blisterpaks from batch #0323704 and one was loose in a bag. The samples were visually evaluated. The three sealed samples did not have any visible defects or foreign matter present. The loose sample had multiple spots of brown foreign matter stuck to the plunger rod outside of the fluid path. Fourier transform infrared spectroscopy (ftir) analysis revealed a close match with polypropylene which is the material the barrel is made from. Potential root cause for the foreign matter issue is associated with the molding process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #0323704 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that rust-colored, dried fluid was found in the bd luer-lok¿ sterile, single use syringe plunger. The following information was provided by the initial reporter: "within sterile pouch syringe has a rust coloured fluid dried in the plunger mechanism."